Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In (B)(6) 2021 the user noticed he was experiencing intermittencies when using the device. He replaced the audio processor (ap) but the issue was not resolved. The user also reported hearing a clicking noise when laying on his pillow but not wearing the audio processor.

Manufacturer narrative:
The detected root cause (fatigue fracture of the wireguard and coil wire) is in line with the reported failure event (intermitted sound). As the coil was positioned over the temporalis muscle (surgical guide states "below periosteum") a damage to the wireguard due to cyclic loads (e.g. Chronic implant movement) has very likely lead to this fatigue fractures of the wires and wireguard. The detected coil wire overload fracture and damage have very likely been caused by the explantation as no trauma was reported. This is a final report.

Event description:
In (B)(6) 2021 the user was experiencing intermittencies when using the device. He replaced the audio processor (ap) but the issue was not resolved. The user also reported hearing a clicking noise when laying on his pillow but not wearing the audio processor. The user has been re-implanted. The skin flap was 11mm so during the re-implantation the skin flap was further thinned and the new implant was seated under muscle.

Manufacturer narrative:
According to the received information from the field, a technical device failure is likely. However, to determine an exact root cause an investigation on the explanted device would be necessary. Re-implantation is considered but not scheduled yet.

Event description:
In (B)(6) 2021 the user noticed he was experiencing intermittencies when using the device. The user also reported hearing a clicking noise when laying on his pillow but not wearing the audio processor. Reimplantation is considered but not scheduled yet.